Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a revision surgery on an unknown date to remove a dynamic hip system (dhs) plate and screws. The reason for revision surgery was due to the implants cutting out of femoral neck head of the bone. This report is for an unknown dhs plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Clarification about the surgery details was obtained. The reason for the revision surgery was due to a nonunion and the unknown dhs lag screw implant cutting out of the femoral neck head of the bone. Fragments were generated during the removal of the previous construct. The malfunctioning and complained device is the screw which cutout and caused the need for a revision. This part is considered concomitant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Clarification about the surgery details was obtained. The reason for the revision surgery was due to a nonunion and the unknown dhs lag screw implant cutting out of the femoral neck head of the bone. Fragments were generated during the removal of the previous construct. The malfunctioning and complained device is the screw which cutout and caused the need for a revision. This part is considered concomitant.